Event description:
It was reported that the preloaded intraocular lens (iol) had a defect on it. There was no contact with patient's right eye. No other information was provided.

Manufacturer narrative:
Weight and ethnicity: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 19, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was receive cut in half and coated in viscoelastic residue. The lens was cleaned and, a scratch completely separate from the cut could be observed. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the reported complaint issue lens damaged was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.